Event description:
Information received by medtronic stated that the insulin pump had crack on the clip rail. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails found on october 14, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, broken belt clip rails, pillowing keypad overlay, cracked retainer, partially detached retainer. Cosmetic damage was confirmed at the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.